Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular capture management (rvcm) threshold trends were unstable. Rvcm thresholds initially stable at approximately 1v, then began to vary from 1v up to greater than 2.5v.

Event description:
It was reported that the device exhibited unstable capture management results. It was initially suspected that the results were due to changes in medication, however upon further review of the patient's medical history, there had not been any change in medication during the history of the unstable capture management results. Capture management was disabled. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Corrections: if information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the ipg device output was noted to have automatically adjusted to a higher output. The device was explanted and replaced.